Manufacturer narrative:
The customer¿s report of a pca set leaking was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured (B)(6) inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack. The root cause of this failure was not identified but may be related to a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pca tubing leak below the connection site where maintenance fluid is connected. Attempts to tighten the connection does not stop the leak. There is no report of patient harm.

Manufacturer narrative:
Correction on initial report: reportable aware date 11/21/2016.